Event description:
It was reported that pump displayed a ¿cannot charge battery¿ alert and battery did not charge even when connected with tandem charging cable and wall adapter, with caller also noting visible damage to the usb charging port, but pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer kept using current pump for insulin delivery, received instructions on correct usb use, storage mode, programming settings, and connecting continuous glucose monitor, and technical support arranged shipment of replacement pump and instructed customer to return faulty pump using prepaid label.